Event description:
Technician made doxorubicin syringes for patient's treatment plan. Upon physical inspection, noted some drug in between the 2 sides of the plunger. Drug was contained in the equashield syringe and was not past the back end of the plunger into the end of the syringe. All 3 syringes were this way and they were 35 ml syringes. Lot: 2528374a, exp: 02/01/2028. Ref report: mw5170475, mw5170477.